Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display developed a line across the screen rendering the screen difficult to read, while blood glucose remained stable at 140 mg/dl and no alerts or alarms were noted. Symptoms included no reported clinical effects. Outcomes included no impact on the user¿s health and no hospitalization. Investigation included device replacement logistics and instructions to sync data and shut down the device prior to return. Investigation of this device revealed a screen/display malfunction consistent with a hardware display defect. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the display unrelated to glycemic control.